Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the incorrect event date.

Event description:
It was reported by the patient that she has nerve damage due to the surgeon who explanted her vns on (B)(6) 2015. The patient also noted that she has experienced vocal cord paralysis, a hematoma in her neck, and gastroparysis ever since. The patient also explained that she can't walk any more because she gets out of breath. The patient later spoke to a company representative and explained that she has no complaints about vns. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The patient reached out to a company representative explaining that she requested help with implant removal for the vns. It appears the patient is looking for a physician to "take out the damaged coils and leads". The patient later explained that she would like to find somebody who can help her deal with her damaged vagus nerve. The patient also stated she now has tachycardia and that she had a mild transient ischemic attack/stroke. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The patient reported that following explant of the vns system (including electrodes) at the patient's request, the patient has been experiencing vocal cord paralysis. Attempts to obtain additional relevant information have been unsuccessful to date.